Event description:
The pin collet on the cordless driver set is putting out small metal shavings. The collet was previously tagged as doing this and it is back, unless this is another one. These fell out into the surgical incision and were irrigated out. These could end up in the surgical site in another patient if the pin collet keeps coming back.